Manufacturer narrative:
B2: the date of patient death is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the patient (pt) was being placed on impella 5.0 for hemodynamic support. It was reported that the patient had a hematoma at the access site around the sheath. Heparin was in the purge for two hours then discontinued and two units of packed red blood cells were administered. It was reported that after explant, the patient was made a do not resuscitate, care was withdrawn, and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.